Manufacturer narrative:
(B)(4). Also was involved plc121200j, 18249706, UDI#: (B)(4). (B)(4). The additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Additionally, the IFU state: read all instructions carefully, particularly the following sections: sizing guide, and the directions for use. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Compliance with device sizing recommendations is critical to performance of the device. Strict adherence to the gore® excluder® aaa endoprosthesis IFU sizing guide is required when selecting the appropriate device size. Use outside the IFU sizing guide can result in endoleak, fracture, migration, device infolding, or compression. Please note that the date of the endoleak is unknown, the reintervention date 12/27/2019 will be used to cover this information.

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On routine follow up, an endoleak was confirmed. At this point, a proximal type I endoleak was suspected. On (B)(6) 2019, an additional procedure was performed to treat an endoleak. An angiography image revealed a distal type I endoleak at both common iliac arteries. Two gore® excluder® aaa endoprosthesis contralateral leg components were additionally placed. The distal type I endoleak was resolved. Additionally, a type ii endoleak was discovered. The physician is monitoring the type ii endoleak. The patient tolerated the procedure. The physician reported that the common iliac arteries may have enlarged during this time, or the sizes of the devices that were implanted at the initial procedure were not proper sizes.

Manufacturer narrative:
Additional information: g: section 5. H6: method code#2.